Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was connected to a colonoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the secondary emergency bulb was burned out and caused an error e207 message to occur. In addition, the rear panel and the shield case of the housing were found to be rusted, there was corrosion noted on the switch bracket, scope bracket, and inside the air pump tubing, and there was a smudge noted on the turret lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the secondary emergency bulb needed to be replaced on the light source. The issue was found during preparation for an unspecified diagnostic procedure and there was no patient involvement. There were no reports of patient harm.